Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and needed assistance to complete manual prime/fill process. Blood glucose level at the time of the incident was 432 mg/dl and was able to correct using high bolus. During troubleshooting, the infusion set had a bent cannula when removed. The insulin pump will not return for analysis.